Manufacturer narrative:
Correction:(preffix) if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass procedure. The device started making a cracking noise after approximately the reload was used three times of use and then stopped firing the additional reloads. It was only on the third one that it would not fire. The case was completed using a new handle. No patient injury has been noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass procedure. The device started making a cracking noise and then stopped firing the additional reloads. The case was completed using a new device. No patient injury has been noted.